Event description:
The customer reported that the device failed the pads, pacer, and defib tests during ops check. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed the pads, pacer, and defib tests during operational check. There was no reported pt involvement. Philips evaluated the device and confirmed the failure. The problem was resolved by replacement of the power pca. After passing all performance assurance tests the device was returned to the customer.